Manufacturer narrative:
Multiple patient involved. Implant date: unknown. PMA/510 k: this report is for an unk - plates: lcp dia-meta volar distal radius plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6), south as follows: this report is being filed after the review of the following journal article: lee, s.s., celik, h., and lee, d.h. (2018), predictive factors for and detection of lateral hinge fractures following open wedge high tibial osteotomy: plain radiography versus computed tomography, arthroscopy: the journal of arthroscopic and related surgery, vol 34, no 1, page 3073-3079 (south korea). The purpose of this study is to compare the accuracy of plain radiography and computed tomography (CT) in detecting lateral hinge fractures and to identify predictive factors of the lateral hinge fractures after open wedge high tibial osteotomy (hto). From 2015 to 2016, a total of 48 patients underwent open wedge hto. There were 9 males and 39 females with an age range of 49-65 years. Implant used was a fixed angle plate with interlocking screws (tomofix; synthes, bettlach, switzerland, or synthes gmbh, solothurn, switzerland). The following complications were reported as follows: 7 knees were found on postoperative plain radiographs to have lateral hinge fractures, including 6 type I and 1 type iii fractures. 24 knees were found on CT to have lateral hinge fractures including 20 type I, 2 type ii, and 2 type iii fractures. This report is for an unknown synthes fixed angle plate with interlocking screws (tomofix; synthes, bettlach, switzerland, or synthes gmbh, solothurn, switzerland). This complaint involves two (2) devices. This report is for (1) unk - plates: lcp dia-meta volar distal radius plate. This is report 1 of 2 (B)(4).